Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings and hospitalization. The customer's blood glucose reading was 42+ mg/dl. The customer treated with some juice. The customer contacted her health care provider and was assisted with changing her basal and bolus wizard sensitivity. The customer was assisted with other settings on her pump. The customer stated that she also received a no delivery alarm on the pump. The customer changed her set and the alarm cleared. The customer was advised to call back if alarms appear.